Event description:
Our affiliate is reporting that a male pt had an arthroscopic shoulder procedure with the use of 2 bioknotless anchors in 2007. At some point, the patient presented with pain; x-rays taken and film indicated that there was some foreign matter in the patient's joint space. A re-surgery was performed two years later to remove the foreign matter, which was identified as a fragment from the distal tip of one of the two anchor inserters from the original surgery. They report that the patient's status is stable, has recovered and after 6 months, has taken legal action. Devices have been discarded. See also associated MDR 1221934-2009-00473.

Manufacturer narrative:
Mitek is, at this point in time, in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.